Event description:
Reporter alleged obtaining a discrepant blood glucose result of 79 mg/dl back to back with a result of 355 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated he took 3 units of novolog, his normal 40 units of lantus, and ate a peanut butter sandwich after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.